Event description:
It was reported through a general comment that the following issues have occurred with prostyle devices during endovascular aneurysm repair (evar) interventional procedures using 8f sheaths and the pre-close technique. There is resistance opening and closing the foot as well as difficulty deploying the plunger. There have been suture retrieval issues. There have been issues with suture fraying. Additional prostyle sutures were successfully pre-placed, and the evar procedures were completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedures or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as (B)(6) 2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.